Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cheek wall reconstruction procedure on (B)(6) 2011 and suture was used. While closing the cheek wall, the needle broke off in the flap tissue, leaving approximately 18mm of the needle imbedded in the tissue. The needle broke at the swage. The needle was unable to be retrieved and x-ray was performed to assist in relocating the broken needle. The needle was identified under x-ray, but was unable to be identified under exploration. As the needle was lost in the flap reconstruction, further exploration of the wound, may have further compromised and caused morbidity to the patient therefore the suture was left in situ.